Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during a colonoscopy procedure performed on an unknown date. During the procedure, the clip would not be deployed. The procedure was completed with another resolution 360 ultra clip device. There were no patient complications have been reported as a result of this event.

Manufacturer narrative:
Block b3: the date of the event was approximated to 3/1/2024 based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event that the clip would not be deployed.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during a colonoscopy procedure performed on an unknown date. During the procedure, the clip would not be deployed. The procedure was completed with another resolution 360 ultra clip device. There were no patient complications have been reported as a result of this event.

Manufacturer narrative:
Block b3: the date of the event was approximated to 3/1/2024 based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event that the clip would not be deployed. Block h10: investigation results the returned resolution 360 ultra clip device was analyzed, and it was noted that the device was returned with the clip assembly stuck into the bushing and with the clip assembly bottom part deformed. No other problems with the device were noted. The reported event of clip would not release was confirmed. Investigation found that this is due to the clip assembly that was highly stuck with the bushing. According to the evidence, one of the possibilities that could have happened is that the amount of the tissue grasped was bigger than the clip could close, causing that the customer needed to apply an excess of force to close the clip arms in order to activate them, but due to the amount of tissue grasped, this force was enough to detach the clip from the bushing, but it was not to activate them. Due to this detachment, when the customer attempted to reposition the clip into the bushing, the clip got incorrectly positioned, and most likely the physician kept pulling back the clip and cause the control wire and clip detachment, causing a deployment problem. Also, the damages found on the clip assembly were caused most likely due to the entrapment against the bushing. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on the event. Block h11: correction: block d4 (model number) and block h10 (block h6 imdrf device code description).